Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) was leaking helium. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to verify the helium leak was in helium fill assembly by using the helium leak test procedure. To fix the issue, the fse replaced the helium reservoir assembly, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.